Event description:
It was reported that during an injection of saline water with a 20cc syringe, the catheter blocked and then broke apart. The device was removed & replaced (subclavian) the next day.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.